Manufacturer narrative:
The reported complaint of the platform (sn (B)(4)) displayed user advisories (ua) 45 (not at "home" position after power-on/restart) and (ua) 20 (position out of range) error messages was confirmed based on the review of the archive data but was not confirmed during the functional testing. Based on the archive, the probable root cause for the reported user advisories could be a result of user error. The reported complaint of the platform displayed (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed in the archive data and during the functional testing. The root cause of the (ua) 07 error was the defective load cell module 2. The broken front and bottom enclosures, and defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, the front-end area of the front enclosure and bottom enclosure at the screw wells area were observed with multiple cracks, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of a harsh impact due to user mishandling. The front and bottom enclosures were replaced to address the physical damage. Unable to perform functional testing due to the (ua) 07 error message displayed upon powering up the platform, thus confirming the reported complaint. Load cell characterization test revealed that load cell module 2 was defective, and it was replaced to remedy the fault. The archive data review showed the occurrence of the user advisory (ua) 45, (ua) 20, and (ua) 07 error messages around the reported event date, confirming the customer's complaint. Based on the archive data, the customer first experienced (ua) 20 errors, followed by (ua) 45 errors. On jan 18, 2021, the platform had five sessions with a total of (1495 compression). The user powered off the device during the compression cycle without return the normal stop and power-off sequence. The device was powered on again and experienced a (ua) 20 error. The user attempted to clear the advisory by manually rotating the encoder shaft and then power off the unit. After the device was powered on again, the (ua) 20 error was cleared, though, the platform displayed multiple (ua) 45 error messages. After numerous attempts, the user was able to clear the (ua) 45 error message, however, the platform powered on with multiple (ua) 07 error messages. User advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 error message is not resolved properly, it leads to user advisory (ua) 20 because the driveshaft is not restored at the home position. To remedy the issue, the driveshaft needs to be rotated back to the home position. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the patient call, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message after an unknown period of time. The user tried to clear the error message, however, the platform displayed (ua) 20 (position out of range) error message followed by (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user switched to manual CPR. No consequences or impact to the patient.